Event description:
Discordant, false reactive toxoplasma igg (toxog) results on multiple patients were generated on the immulite 2500. The customer did not provide patient results. The false reactive results were not reported out. There is no known report of adverse health consequences or patient intervention due to the discordant, false reactive toxog results. Supplemental report update (B)(4) 2012: the discordant, false reactive toxog results on multiple patients were generated on the immulite 2500 using lot# 258. Toxog lot# 260 was used to generate patient results for comparison against patient results of lot#258. The lot# 260 results were lower than the lot#258 results.

Event description:
Discordant, false reactive toxoplasma igg (toxog) results on multiple patients were generated on the immulite 2500. The customer did not provide patient results. The false reactive results were not reported out. There is no known report of adverse health consequences or patient intervention due to the discordant, false reactive toxog results.

Manufacturer narrative:
(B)(4):it was found that a lot of bovine serum albumin (bsa) was the cause of the false (B)(6) immulite systems toxoplasma quantitative igg results, however siemens has investigated the issue and has determined that the frequency of the false (B)(6) patient results reported is within the IFU specificity claims of (B)(6) for the immulite systems toxoplasma quantitative igg assay.

Manufacturer narrative:
The cause of the event is unknown at this time. This incident is currently under investigation.

Manufacturer narrative:
The cause of the event is unknown at this time. This incident is currently under investigation.